Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of a 29mm sapien 3 valve, on mitral position by transfemoral approach. Difficulties in advancing the delivery system on the guide wire was encountered. The valve was stuck in the esheath. The introducer did not expand and the valve ended up outside the introducer. It was decided to remove the esheath with the delivery system together. The guide wire was replaced. The valve was successfully implanted and the patient is in stable condition. As per pre-decontamination evaluation of the return devices, balloon leakage was observed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon was fully inflated and a leak was observed from a pinhole on the crimp balloon and no other abnormalities observed on delivery system. Imagery was provided from the site and revealed the following: the sheath after removal from the patient has a torn liner. A video was provided showing further manipulation of the devices. The delivery system was pushed and exited out through the torn liner. The post-manipulation image of the device shows the delivery system with crimped valve exiting the side of the sheath through the torn liner. The distal half of the sheath liner remains unexpanded and tip unopened. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint was confirmed based on visual inspection of returned device. However, a manufacturing non-conformance was not confirmed. A review of the DHR, lot history, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As description reported, ''during procedure, difficulties in advancing the commander delivery system on the safari were encountered''. As the approach was through the femoral vein, there was reportedly no calcification present and no scratches present on the returned delivery system. It is possible for vessel tortuosity to contribute to non-coaxial introduction of the delivery system through the sheath which could have caused the valve to interact with the inner lumen and thereby puncturing through the liner. It is possible that the excessive handling and manipulation of the device during delivery system advancement may have caused the crimped valve to interact with the balloon, resulting in the observed pinhole and subsequent leakage. Additionally, the provided imagery revealed excessive manipulation of the device on the back table. It is possible that the excessive handling and manipulation of the device after removal from the patient may also have caused the crimped valve to interact with the balloon, resulting in the observed pinhole and subsequent leakage. A definite root cause was unable to be determined at this time. However, available information suggests procedural factors (crimped valve interaction with balloon, excessive manipulation) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.